Manufacturer narrative:
Patient information was requested and was not provided.

Event description:
The customer reported the touch screen is working improperly; it locked up while on a patient; problems making setting changes; could not turn the unit off as touch was not detected on the screen to turn it off. The customer reported there was patient involvement and no patient harm.

Manufacturer narrative:
Usage of device added.